Manufacturer narrative:
(B)(4). Approximate age of device ¿ 25 days. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Post-implant, the patient was admitted to a sub-acute rehabilitation facility. On (B)(6) 2016 the rehabilitation facility staff contacted the vad coordinator due to observed upward and then downward pump power values. The patient¿s lactate dehydrogenase (ldh) levels were at baseline in the 200's u/l. On (B)(6) 2016 sustained power elevations were observed and the patient was transported to the implanting center. Upon interrogation of the system controller by the vad clinician it was reported that there were no changes in lvad speed, and that the system controller was warm to touch. An echocardiogram showed that the placement of the inflow cannula was parallel with the septal wall. The outflow graft was unable to be visualized. The patient was started on intravenous heparin and integrilin. The patient¿s system controller was not exchanged and remains in use with no issues. As of (B)(6) 2016, the patient¿s pump power had returned to baseline in the 5 watt range after treatment with IV heparin and integrilin. The ldh remained normal. A ramp echocardiogram was unremarkable with no indication of thrombus. The patient has reportedly not had any issues with right ventricular dysfunction, no aortic insufficiency, no signs of thrombus in the outflow graft, and the left ventricle diameter decreased appropriately. It was reported that there were no indications of issues with the lvad aside from the initial elevated power readings. The plan of care was to wean the patient off integrilin and to discontinue heparin when the inr reached a therapeutic level. The target inr goal would likely be 2.5 with monitoring on a weekly basis. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of elevated powers was confirmed per the evaluation of the submitted log file; however, a cause for the power elevations could not be conclusively determined. As of (B)(6) 2016, the patient¿s pump power had returned to baseline in the 5 watt range after treatment with IV heparin and integrilin. The ldh remained normal. It was reported that there were no indications of issues with the lvad aside from the initial elevated power readings. The plan of care was to wean the patient off integrilin and to discontinue heparin when the inr reached a therapeutic level. The target inr goal would likely be 2.5 with monitoring on a weekly basis. No further information was provided. The patient remains on vad support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.